Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the clip on the pump case came off causing the pump to fall pulling out the infusion set site. Site began to bleed. Customer used shirt to stop the bleeding; no required assistance was needed. While filling the cartridge with insulin, resistance was felt. Customer changed the syringe needle and cartridge was successfully filled. Customer's blood glucose level was 150-180 mg/dl.